Event description:
Pt had port insertion in 2004. In jan. 2005, catheter was replaced due to shearing and leaking of catheter believed to have been caused by the angle of initial insertion. In 2005 catheter was removed from atrium after shearing and migrating. Eight days later the remaining portion of the port was removed.